Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading at time of call was 600 mg/dl. The customer believes the insulin pump was not delivering the insulin. The customer stated that she felt sick and took a nap. Hours later, her glucose reading was over 300 mg/dl. The customer went to sleep and woke up in the middle of the night with 600 mg/dl and was vomiting. The customer kept bolusing, but the blood glucose did not drop. The customer stated that she was not feeling well and went to the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.